Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Insulation abrasion due to friction with another implantable device was noted at 2.8 cm to 2.9 cm from the distal tip. (B)(6).

Event description:
This report is to advise of an event observed during analysis.